Event description:
It was found during product analysis that high impedance occurred with the vns system prior to the generator being explanted. The explant was not stated to be related to the high impedance found. Generator analysis was completed and there were no adverse conditions found with the generator. No additional relevant information has been received to date.